Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water cylinder, air/water tube and jet-tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, olympus confirmed that white foreign material was adhered/clogged in the air/water channel, cylinder, and auxiliary water channel. However, the specific type of material could not be identified, and a definitive root cause could not be determined. It is likely that the foreign material remained due to improper reprocessing, possibly caused by leakage at the bending section cover or distal sheath, and auxiliary water channel. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.